Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information to reset the pump, but the malfunction persisted, so the pump was scheduled for replacement.